Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's house was struck by lightening and the power went out. The programmer would not power up. The patient stated that transmitter began to give a burning smell. The unit was returned and would be replaced.

Manufacturer narrative:
Analysis found burnt components on the main circuit board, which were damaged due to high current flow through the ac wall power outlet during electrical storm.